Event description:
Patient was implanted with vascu-guard device for femoral artery repair. In august patient returned to the hospital where a hematoma was noted. Patient was admitted to the hospital for repair. Vascu-guard was explanted and it was noted that the vascu-guard had split down the middle. It is unknown the reason for the hematoma or vascu-guard split down the middle. Original surgery date is not available.

Manufacturer narrative:
MDR initially not filed due to the lack of a root cause and no return of product. If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer; therefore, manufacture and expiration dates unknown.